Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead access was difficult and the vein needed to be dilated prior to lead insertion. When the lead was removed for repositioning it had lost it's shape and was curved. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the overlay tubing was kinked/buckled. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant.